Event description:
It was reported that secure sense oversensing episodes noted to be post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Parameters were to be changed at a future follow up in clinic. The patient was stable.